Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found that the cannula had a delayed deployment. The patient's blood glucose (bg) values were at 130 mg/dl. The patient wore the pod for 5 minutes then removed it.